Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for unexpected battery power loss. The customer¿s blood glucose level was unknown. Customer has to change my battery out 8 time in the past 10 days. Customer did not receive a low battery alert prior to the replace battery now alarm. Troubleshooting did not resolve the issue. The customer was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed power error 25 and power loss alarm. The power management tool confirmed power error 25 power loss alarm were triggered battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. No unexpected low battery alarms or replace battery now alarms noted during testing. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, faded serial number label, faded end cap address label, and a minor scratched lcd window.